Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 550mg/dl. It was stated that the customer was vomiting prior her admission. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery, low reservoir, and battery alarms. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was not bent or occluded. Advised the caller to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.